Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of greater than 150 ohms. Technical services (ts) was contacted, and ts discussed possible causes, suspecting calcification due to the gradual increase over the past year. Ts recommended performing a max energy synchronized shock to test the impedance. The rv lead remains in service. No adverse patient effects were reported.